Event description:
As reported, during a procedure on (B)(6) 2025 the sorbafix enhanced device was used for fixation. It was reported that the fasteners did not hold and could not be fixated. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners did not hold and could not be fixated. Based on the sample evaluation no conclusion can be made. Evaluation of the sample finds that the remaining fasteners were found to be bound to the mandrel, which jammed the device when attempting to actuate the trigger during functional testing. This is the result of the sample becoming temperature exposed during sample return transit from turkey. As a result, functional and simulated use testing could not be performed. No manufacturing anomalies were found. Review of the manufacturing records was performed and found the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.